Event description:
A caller reported that the pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The caller initially tried charging the pump using a wall outlet without success. Technical support instructed the caller to plug the pump into a different wall outlet, which resolved the issue when a non-tandem adapter and cable were used. The customer was informed that using non-recommended charging supplies is not advised except for troubleshooting. Technical support arranged to send a replacement tandem wall adapter and charging cable. There was no further assistance required as the pump began charging successfully.